Event description:
It was reported during a routine follow up that noise was observed. Lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.